Manufacturer narrative:
Received the following in an email, "for your awareness and in case this becomes a trend - two reprocessed n95 straps broke on 8200 while the caregivers were in the room". N95 masks were discarded and subsequent follow-up determined the events were anecdotal.

Event description:
Received the following in an email, "for your awareness and in case this becomes a trend - two reprocessed n95 straps broke on 8200 while the caregivers were in the room". N95 masks were discarded and subsequent follow-up determined the events were anecdotal.